Event description:
A caller reported a minimum fill notification while attempting to load a new cartridge on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer followed instructions to remove the pump from its case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and successfully reloaded the cartridge, allowing them to resume insulin delivery.